Event description:
It was reported that customer experienced cgm error message while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, and successfully restarted sensor session without recurrence of cgm error.